Event description:
During the trial cup insertion, it was noted that the inserter could not be disassembled from the trial acetabular cup. The straight impactor was used when the real cup inserts and completed the case. There was surgery delay, but no exact time was reported. No adverse consequences to the patient were reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation confirmed the complaint that the shell had seized onto the adapter as reported. A design change has been implemented to address this failure mode of the cup sticking to the adapter whilst in use, and is routed on eco 349186, change assessment 103022821. The complaint shall be closed with a justified conclusion. It will be entered into the complaint database and monitored through trend analysis.